Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to duplicate any failure with the iabp and/or the ECG patient cable and lead wires. All ECG gain checks passed with a patient simulator. In addition, all cardiosave trainer waveform verification checks passed. Subsequently, the fse complete a preventive maintenance (pm) and performed a full calibration, functional testing and electrical safety checks. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that during use on a patient, the ECG in the cardiosave intra-aortic balloon pump (iabp) was not registering. There was no harm or injury to the patient and no adverse event was reported.